Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ischemia the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
The complainant reported that a patient was implanted with an impella cp via the right femoral artery for mechanical circulatory support. It was noted that on the first day of impella support, the patient was transferred to the intensive care unit and was also cannulated for extracorporeal membrane oxygenation. It was noted that the patient lost pulses bilaterally in the lower extremities. Vascular surgery and cardiology were consulted for placement of distal perfusion catheters. It was noted that the patient¿s condition was critical at the time of the noted limb ischemia. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.